Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation there was no indication of a system failure or malfunction and no non-conformity was identified. An investigation of the effected patient table, which has been in use since 2014, was performed. The investigation included the device history file (dhf) and no indication of a failure could be found. The local service engineer found that the latches were not adjusted properly. It is possible that the latches were not correctly adjusted during previous service activities or the latches moved during use. The local service engineer adjusted the latches correctly and the error did not reoccur. No further corrective actions are planned based on this single event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that they were unable to rotate the table. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.